Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00741.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05215, and 0001822565-2018-05216. Concomitant medical devices: unknown gender solution left femoral, catalog#: ni, lot#: ni; unknown gender solution tibial insert, catalog#: ni, lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient has recently experienced pain, swelling, and limited range of motion. No revision procedure has been reported.